Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic troponin (accu tni) results that were generated by the access 2 instrument for a single patient samples. An initial accu tni result was 0.58ng/ml. On the next day, a fresh sample was collected from the patient and tested in duplicate for accu tni, and results were: 0.12ng/ml and 0.52ng/ml. The second sample was aliquoted into another container and then re-tested for accu tni. The repeated results were: 2 result of 0.06ng/ml and 0.07ng/ml. The erroneous results were not reported out of the lab. It is unclear which results were correct for this patient as there is no indication the 1st result was questioned. No report of death, serious injury, or change to patient treatment has been received to date in association with this event.

Manufacturer narrative:
Qc and system checks were within specifications, but data has not been supplied. The specimens were collected intravenously into bd, lithium heparin plasma tubes. It is unknown if tubes contained gel separator. Per customer, samples are routinely centrifuged at 3,200 rpm for 10 minutes at ambient temperature. A field service engineer (fse) was dispatched to the customer's lab: the fse conducted diagnostic testing and the instrument was performing to specifications. The fse verified the instrument per established procedures and results meet published performance specifications. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.